Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; grommet damage was observed.

Event description:
It was reported that the device had sensing difficulties, in that there was a decrease in sensing and an increase in the pacing output. The device was explanted and replaced. No patient complications have been reported as a result of this event.